Event description:
It was reported that intermittent cartridge alarms occurred. There was no information available regarding any adverse impact on the customer's blood glucose levels. As a corrective measure, the device was set to be returned, and a replacement pump was provided to ensure uninterrupted insulin delivery.